Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a posterior colporrhaphy, vaginal enterocele repair, lynx sling and cystoscopy procedure performed on (B)(6), 2016. The patient underwent a sling procedure in the past for stress urinary incontinence. However her symptoms persisted with very bothersome stress urinary incontinence and now had symptomatic pelvic organ prolapse symptoms in the form of a rectocele and enterocele. Evaluation in the office revealed a leak point pressure of 75cm of water pressure. As reported by the patient's attorney, the patient had experienced an unspecified injury. Postoperative findings showed hypermobility of the urethra, and there was no evidence of any previously sling procedure done. Also, the patient had enterocele posteriorly and large rectocele.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implanting surgeon is: (B)(6). (B)(4).